Event description:
It was reported that this right atrial (ra) lead was explanted due to damaged insulation and replaced with a new non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to damaged insulation and replaced with a new non-boston scientific lead. No additional adverse patient effects were reported. This lead is expected to be returned for investigation. Subsequently, additional information was received indicating that the patient was feeling muscle stimulation during pacing. No additional adverse patient effects were reported. This lead is not expected to be returned for investigation.